Event description:
A malfunction was reported, but there was no adverse impact on the customer's blood glucose level. The technical support team assisted the customer by providing instructions to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was able to continue using the pump and was instructed to contact technical support if the issue recurred.